Manufacturer narrative:
The device was returned and is undergoing analysis.

Event description:
Boston scientific crm received information that this device was explanted due to early battery depletion. There were no adverse patient effects reported.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.